Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply in the c-arm was replaced. The system was tested and operates as intended.

Event description:
The customer reported, the 9900 system intermittently displayed a communication error and the system would restart. No pt injury was reported.